Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, when the implantable cardioverter defibrillator (ICD) was interrogated the device displayed a gray bar for the remaining longevity due to low telemetry battery voltage. The device was not used and there was no patient involvement in this event. No patient complications have been reported as a result of this event.